Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. Visual inspection on the returned device was done, and the following was observed: distal portion of sheath circumferentially delaminated, delamination is 5 in length, liner bunching at the distal end, scratches near the distal end of the shaft, two folds on the shaft, damage to sheath shaft, 3 inches from the distal tip, the c-marker band was intact, and the tip opened as designed. Due to the condition of the device, no functional testing was able to be performed on the returned device. However, the complaint was confirmed through visual observation. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the 3mensio imagery and procedural videos/imagery/photographs provided by the facility were performed and the following was observed: patient anatomy with tortuosity, calcification and some sections of the patients access vasculature having undersized vessels, annulus/leaflets with calcification, and balloon burst and balloon distal tip separated inside delaminated esheath. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of complaint history on confirmed complaints (returned and no product returned) revealed the following for the edwards esheath introducer set (all models and sizes). Prior closed complaints were reviewed for similar events and root cause identification. Of the potential root causes identified, the following are potentially applicable to the current evaluation: procedural factors: excessive manipulation; withdrawal of altered balloon profile. The complaint for esheath liner delamination was confirmed based on the visual inspection of the returned device and through the provided imagery. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per complaint description, 'balloon retrieval through the esheath was very difficult after the balloon burst'. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additionally, calcification and tortuosity was present in the access vessel, these patient factors can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the esheath which can potentially lead to the balloon to be catching on the sheath distal tip. As difficulty was encountered during delivery system withdrawal, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination. Available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon profile) may have contributed to the reported event. 'Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU inadequacies have been identified. 'Since no edwards defect was identified,' no corrective or preventative action is required..

Manufacturer narrative:
Investigation is still ongoing. Note: this medwatch report was created to capture the esheath liner delamination observation. The vascular injury was likely related to the withdrawal difficulties and it will be captured under the delivery system in an additional medwatch report.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 26mm sapien 3 ultra valve, the commander delivery system (ds) balloon ruptured during full deployment at full inflation with nominal volume. The balloon was carefully pulled back to the esheath, and resistance was felt upon attempt to pull the ds into the esheath. While watching under fluoroscopy, the nose cone of the ds was visualized outside of the radiopaque tip of the esheath. Upon attempt to torque the ds and retract it into the esheath, the surgeon felt the resistance give and was able to pull the ds back with ease. After the ds was removed, while still on fluoroscopy, the nose cone balloon catheter still remained in the same position which was just outside of the radiopaque tip of the esheath. It was confirmed once the ds was removed that the entire balloon catheter had detached from the ds handle. A snare was inserted in the 14f esheath alongside the balloon catheter and was used to capture the nose cone, balloon and the esheath. The snare remained at the distal part of the balloon and was removed from the patient as one unit. An angiogram of the abdominal aorta and iliac arteries revealed extravasation on the right external iliac artery (reia). In order to resolve the bleeding, 2 viabahn stents were placed over the area. The patient remained stable throughout the procedure and was awake and alert upon transfer to the floor. Upon observation of images received, there was esheath liner delamination.